Event description:
Arrive clinical study # 003-013; same case as 600089-2005-0087. It was reported that 352 days after a coronary artery drug eluting stenting procedure the pt expired. The target lesion in the index procedure was 3.0mm, 90% stenosed proximal left anterior descending (prox ladz) artery. The physician treated the target lesion with predilation and successfully placing a taxus express2 8.8% 2.75x32mm and a taxus expres2 8.8% 3.00x32mm drug eluting stents in the target lesion with a 4mm overlap without complications. The pt was discharged 2 days later. 352 days after the procedure, it was reported to the site that the pt expired. There was no autopsy and in the opinion of the physician the cause of death was congestive heart failure, and the relationship to the target vessel is unk.

Event description:
It was further reported that target lesion 1 was located in the mid lad with 95% stenosis and was 30mm long with a reference vessel diameter 2.75mm. Target lesion 1 was treated with rotational atherectomy, balloon angioplasty, and placement of a 3.0x32mm taxus express2 8.8% drug eluting stent, with 0% residual stenosis following post-dilatation. Target lesion 2 was located in the proximal lad with 90% stenosis and was 32mm long with a reference vessel diameter of 3.0mm. Target lesion 2 was also treated with rotational artherectomy, balloon angioplasty, and placement of a 2.75x32mm taxus express2 8.8% drug eluting stent, with 0% residual stenosis following post-dilatation. Per cardiac catheterization report a second 3.0x32mm taxus express2 8.8% drug eluting stent was not available. During the procedure, multiple unsuccessful attempts to pass a guide wire into the 1st diagonal were made due to the severe angle and calcification of the vessel. The patient was discharged 2 days later on asa and plavix therapy. 11 months later, the patient was admitted to a skilled nursing facility with refractory congestive heart failure, acute and chronic renal failure, and pneumonia. Details of initial presentation to non-enrolling acute care hospital are not available. The patient was treated with IV antibiotics and diuretics, as well as albumin for hypoalbuminemia. Adjustments in diuretic therapy were made for the intermittent development of pre-renal azotemia secondary to decreased renal blood flow. The patient's condition deteriorated, increased confusion and hyponatremia were thought to be related to worsening and refractory congestive heart failure and volume overload. Code status was designated "dnr" per family members, consideration was given to placement of a peg tube for supplemental feeding. The patient expired 27 days later. An autopsy was not performed. In the opinion of the physician the cause of death is "congestive heart failure," and it is unknown if the target vessel(s) are involved.